Event description:
It was reported that during a balloon angioplasty procedure, a balloon pin hole occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The 2.5x38mm promus element stent was advance to the target lesion however upon deployment the balloon would not inflate and contrast was leaking. Upon removal a balloon pin hole was noted and leak was on the distal portion of the balloon. The procedure was completed with another 2.5x38mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device noted that the stent was returned inside an introducer sheath. Stent damage was noted throughout the stent, struts at both ends were bunched and misaligned. No manifold was returned so the balloon was unable to be inflated. A visual and microscopic examination also identified kinks along the entire length of the lumen. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a balloon angioplasty procedure, a balloon pin hole occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The 2.5x38mm promus element stent was advance to the target lesion however upon deployment the balloon would not inflate and contrast was leaking. Upon removal a balloon pin hole was noted and leak was on the distal portion of the balloon. The procedure was completed with another 2.5x38mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).